Manufacturer narrative:
An event of bulbous shaped deformity and tip of the sheath was folded was reported. A returned device assessment could not be performed as the device was not returned for analysis. Field indicated that device was deployed and multiple attempts to recaptured during the procedure which may have contributed to the fold of the sheath. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 38mm amplatzer septal occluder was chosen for implantation into an atrial septal defect (asd) utilizing a 12f amplatzer trevisio delivery system. After positioning the right disc of the occluder, the left disc had a bulbous shaped deformity. It was decided to retrieve the device and remove from anatomy. However, the left disc would not reenter the sheath as it was in a small ball shape. After several attempts and "untwisting" the cable, the device was able to enter the sheath. When removing the sheath, the blue tip of the sheath was observed to be folded in. Outside of the body, the occluder held the bulbous shape. There was no kink or angulation in the delivery system and no interaction with cardiac structures. There was no reported patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be discharged.

Manufacturer narrative:
An event of tip of the sheath was folded was reported. The delivery cable, hemostasis valve, stopcock, and extension tube were received for examination, and the blue tip of the sheath was observed to be folded in. The returned loader contained two small kinks. It was indicated that device was deployed and multiple attempts to recaptured during the procedure which may have contributed to the reported event of material invagination. The cause of the reported event could not be conclusively determined.